Manufacturer narrative:
One 72202597 twinfix ultra ha 4.5 w/2 ub used in treatment, has been returned for evaluation. Human matter was found on the anchor. The sutures were cut. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.

Event description:
It was reported that during surgery, after the anchor of the twinfix was screwed, it could not break away from the inserter. The procedure was successfully completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.